Event description:
It was reported a novum iq large volume pump under-infused. During an unspecified endoscopic procedure, the patient was receiving intravenous propofol for sedation at 15ml/hour with a 4ml bolus. The rate was increased to 20ml/hour with a second 2ml bolus; however, the patient was not sedated. Reportedly there were no alarms indicating ¿non-infusion.¿ the staff ¿switched to syringe driver to administer sedation.¿ no further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. While the actual device was not available, the reported condition has a nonconformance opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.